Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer did not wear the pump and tx within line of sight of each other; however, the transmitter was unable to regain connection after bringing tx and pump within range, and a replacement pump was sent out to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿